Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, the pump was hot to the touch while plugged into a power source. The customer's blood glucose was 139 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.